Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the lens shot into the pt's eye while the surgeon was trying to position it, before releasing the lens from the injector. This resulted in a posterior capsule tear and vitreous in the anterior chamber. The surgeon performed a vitrectomy and was able to reposition the lens. The lens remains implanted in the pt's eye. The pt is said to be recovering well and has no effect after the surgery was completed. The facility reported an unapproved viscoelastic was used during the surgical procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an unapproved viscoelastic in the device. The product investigation could not identify a root cause for the reported complaint. However, it may be related to a failure to follow the dfu. The viscoelastic used is not approved for this device. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. There have been no other complaints reported in the lot number. (B)(4).